Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant a 21 mm trifecta gt valve on (B)(6) 2017, the patient experienced major bleeding which required transfusion of 2 packed red blood cells(erythrocyte concentrate). This event was noted to be procedure related. (Clinical study patient ID: (B)(6))